Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie did not receive one (1) hla3/4, (abut hex-lock 3.5mm imp 4 .5 flare) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 2120029289. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120029289 for similar events and two other complaints were identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the prosthesis was placed and tightened permanently with 30 ncm at tooth site #12. After a month, the crown was moving. Unfortunately, it wasn't the crown that was moving, but the abutment. The patient returned several times with the same problem but the issue couldn't be solved. In (B)(6), dentist replaced it because it seemed like the friction fit connection was not fitting correctly. Patient referred pain. Abutment was placed on (B)(6) 2025 and removed on (B)(6) 2026. This event is created to represent the first loosening.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D9: device availability unknown / not provided. G4: premarket identification k013227.